Manufacturer narrative:
Continuation of d10: product ID 977a275 serial# (B)(6) implanted: (B)(6)2018 product type lead product ID 977a275 serial# (B)(6) implanted: (B)(6)2018 explanted: (B)(6)2025 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that the devices have been discarded and will not be returned for analysis.

Manufacturer narrative:
Continuation of d10: product ID 977a275, lot# serial# (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Manufacturer representative (rep) reports that the removed lead is in the customer's possession. It is unknown if the lead is available as the device had to be sent to pathology first. The lead has not been returned and it is unknown when the lead will be placed in the mail. Rep confirmed this information with the physician.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: vectris surescan; product ID: 977a275 (serial: (B)(6)); product type: 0200-lead. Brand name: vectris surescan; product ID: 977a275 (serial: (B)(6)); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there were high impedances on the 8-15 lead and the patient had shocking. The patient was reprogrammed around the high impedances. The cause was not known and the issue was ongoing. The physician planned to replace the lead.

Event description:
It was reported that the lead was replaced with another lead.

Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# serial# (B)(6) implanted: (B)(6) 2018 explanted: product type lead product ID 977a275 lot# serial# (B)(6) implanted: (B)(6) 2018 explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.